Event description:
The surgeon was performing an mvr maze procedure. Pulmonary vein isolation was completed and the left atrial appendage was sized to 45. The surgeon used the laa045 and struggled a little to get a good seating of the clip at the base of the appendage. The surgeon delivered the clip and felt placement was good but after cutting it off the holder he found the clip was no longer on the base of the appendage. The surgeon attempted to move the clip back into place but ended up tearing the atrium near the base of the appendage. The surgeon amputated the laa and over sewed. There was an insignificant delay in the procedure. The patient suffered no long term adverse consequence.

Manufacturer narrative:
(B)(4). The device was not returned to atricure for eval and disposed of by the hospital. The lot number of the device was unable to be ascertained. There was no malfunction of the device. The artriclip gillinov-cosgrove laa clip instructions for use specifically warns the user "do not attempt to reposition or remove the clip after deployment. This may result in tissue damage or tearing." Based on the info provided, the user disregarded the instructions for use by attempting to move the clip after deployment.